Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 23-oct-2023 h.6. Investigation summary: one 2000e-04 sample from lot 22045539 was received in opened packaging for investigation. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device. As part of the feedback the customer provided a video of their experience; analysis of the video confirmed the customer's experience, as no fluid was able to be flushed through the smartsite in connection with a bd posiflush syringe. A visual inspection of the returned sample did not identify any obvious damage or manufacturing issues which could have caused or contributed to the reported occlusion. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, the customer's experience could not be replicated as the piston of the smartsite opened and no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045539 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience. The reported bd posiflush syringe was not returned to assist the investigation, and therefore it is not possible to determine if it may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. H3 other text : see h10.

Event description:
It was reported that an unspecified amount of bd smartsite¿ needle-free connectors would not flush due to occlusion. The following information was provided by the initial reporter: "multiple bd smartsite needle free valves (2000e-04) fail to flush. Despite multiple attempts these bungs were not able to be flushed when using a bd posifulsh sp syringe (10ml sodium chloride with luer lock)."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd smartsite¿ needle-free connectors would not flush due to occlusion. The following information was provided by the initial reporter: "multiple bd smartsite needle free valves (2000e-04) fail to flush. Despite multiple attempts these bungs were not able to be flushed when using a bd posifulsh sp syringe (10ml sodium chloride with luer lock)."